Manufacturer narrative:
H.9 continued: additional correction removal numbers: z-1347-2022. This is a historical record and reflects reports that were received by the company prior to (B)(6) 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. This is a historical record and reflects reports that were received by the company prior to (B)(6) 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to bilateral anterior flanks on (B)(6) 2016 using coolcurve+applicator, to bilateral posterior flanks on (B)(6) 2016 using coolcore applicator, to lower abdomen on (B)(6)2016 using coolcore applicator who developed paradoxical hyperplasia in the abdomen and flanks diagnosed on (B)(6) 2017.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to bilateral anterior flanks on (B)(6) 2016 using coolcurve+applicator, to bilateral posterior flanks on (B)(6) 2016 using coolcore applicator, to lower abdomen on (B)(6) 2016 using coolcore applicator who developed paradoxical hyperplasia in the abdomen and flanks diagnosed on (B)(6) 2017.

Manufacturer narrative:
Corrected data d1 - brand name.